Event description:
It was reported that the customer experienced fluctuating blood glucose levels, and was unable to keep good control over keeping blood glucose levels stabilized. Reportedly, the customer was not bolusing correctly.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.